Event description:
Provider alleges the consumer is sitting way to far forward. Overall length with seating she can't get in and out of her van. Consumer allegedly broke three toes due to the caster swing and resistance when trying to maneuver in tight spaces. There is no wat to get her back any further at best an inch. Due to the short seat.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.